Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient was seen for a routine follow up. There was no telemetry; therefore, it was not possible to interrogate the device. The device was "dead". The device was removed and replaced. No patient complications have been reported as a result of this event.